Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotapro and rotawire drive were selected for use. During removal, it was noted that the burr became stuck with the rotawire and was unable to be removed.the burr and wire were removed together and the procedure was completed with another of the same device. There were no patient complications reported.